Event description:
I purchased clear care contact solution at (B)(6), assuming it was the regular multipurpose rinse solution. I read the bottle but did not realize the importance of using the contact lens case - when the label stated that it should be used, I assumed that the command was simply a marketing technique. No side effects were stated in a noticeable way. I rinsed my contact lenses with clear care, and immediately after inserting them into my eyes experienced a horrible burning sensation. Even after flushing out my eyes I could barely see and suffered eye pains all day - it was twenty excruciating minutes until I could stand to open my eyes at all. Patient's age: adolescent (13-17 years). I am horrified that a product as everyday as a bottle of contact solution can cause such pain, and after reading the many reports of injury from this product, am equally horrified that the problem of insufficient warnings has not been properly addressed even after several years. Either this product needs to be sold only with prescriptions, or the packaging needs to be much more noticeable with warnings. This is an extremely dangerous product and many people will not stop to read fine print on the bottle. (B)(6).